Event description:
It was reported that the device failed the primary audible background test. There was patient involvement, however no harm was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and reported failure mode was observed in event logs history. There was no 12-month service history during the review. Visual inspection had been performed, and top, bottom and plunger cases were found to be damaged. Customer complaint primary audible alarm bgnd error could be confirmed during startup. Replaced the main speaker assembly. The probable cause of the reported issue was defective primary speaker assembly. The device passed all functional testing after repair and was returned to the customer.